Event description:
It was reported that the end-user had been experiencing a rash 360 degrees around the stoma on and off since 1988.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 31, 2016, (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is further reported that the end-user is currently treating his rash with alternating stomahesive powder and nystatin powder. The nystatin powder was prescribed by his primary care physician (pcp). The end-user has been instructed with skin care and the crusting method. He has been instructed to call back with any further questions or concerns. The end-user will be sent samples of a smaller precut convex wafer. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014